Manufacturer narrative:
Concomitant: model: d224trk, crt-d; implanted: (B)(6) 2011.

Event description:
It was reported that the patient had a fractured right atrial (ra) lead and fractured right ventricular (rv) lead. During the procedure of extracting the ra lead the patient experienced a superior vena cava (svc) tear and subsequently passed during the procedure.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The set screw marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there are three sets of set screw marks on the is-1 pin. One set of set screw marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.